Event description:
It was reported that multiple unspecified malfunction alarms occurred. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
On 08 february 2023, the distributor reported the additional information: the pump history was checked, and it was confirmed that multiple malfunction alarms occurred 22 december 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.